Manufacturer narrative:
No medwatch form was received. The reported field event of a capture anomaly was confirmed in the laboratory via review of programmer printouts. The device was tested using automated test equipment and passed all tests. The cause of the field event of a capture anomaly was not determined.

Event description:
It was reported that loss of lv capture was observed. Device was explanted and replaced.